Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room due to pocket stimulation caused by the left ventricular (lv) lead. It was noted that the patient's pocket was swollen. The patient was admitted to the hospital and antibiotics were administered due to infection.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.